Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that in october, during a hospitalization for respiratory failure due to pneumonia, the patient was in a sinus rhythm with biventricular pacing. After the patient was extubated and discharge was planned, the patient had a vt storm associated with low potassium and magnesium which resolved with electrolyte replacement. Ultimately he was discharged in improved condition on (B)(6) 2014. He failed to appear for a scheduled appointment and the family later reported that the patient had expired.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.